Event description:
A female with an infrarenal artery that had an angle (customer did not say how much of an angle). The procedure went as labeled in 2008. The physician found a distal type I endoleak on the left side and the right renal artery was occluded by the graft and no blood flow was confirmed. The physician placed another iliac leg graft and extended for a length of one stent, because the length to the internal iliac artery bifurcation was one stent. Then, the physician placed another manufacturer's stent through a sheath after inserting another MFR's stent in the right renal artery. The physician commented that the right renal artery bifurcation was hard to see and that because the landing zone had an angle, the main body was placed higher than expected. Patient is recovering.

Manufacturer narrative:
Event evaluation - still under investigation.